Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a pair new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A review of the downloaded share log was performed, and a pair new transmitter alert was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. The reported event of a pair new transmitter alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.